Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
Reference MDR #2242445-2011-00004 for first event involving the same pt. It was reported that the catheter was being used on (B)(6) old male pt. The catheter leaked contrast during the hemodynamic test. The instructions for use were followed for pressure injecting contrast. A third catheter was used and the issue was resolved using a 6 fr catheter. There was a delay in the procedure. The pt outcome is listed as "fine" with no death, injuries or complications.